Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was used during a cold polypectomy procedure performed on an unknown date. During the procedure, the polyp could not be removed due to poor sharpness. Reportedly, there were no other issues noted with the device. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: the initial reporter address is (B)(6). Block h6: problem code a050702 captures the reportable event of loop difficulty resecting polyp. Block h10: (product investigation) one rotatable snare was received for analysis. The device was carefully inspected and the loop was within specifications. Functional evaluation of the returned device found that the device was able to extend, retract and rotate without any problem. Continuity test was also performed and the device passed the continuity test since the device's electrical resistance was within specification, indicating a proper connection. The reported event of loop failure to cut was unable to be confirmed since the device cannot be functionally evaluated with respect to anatomical/procedural factors encountered during the procedure. Additionally, the device passed the continuity test upon return. The product record review confirmed that this is not a new failure type and the risk is anticipated. There was no evidence of a manufacturing issue, design or user issue which could have caused the complaint. Device analysis found no issues with the device during visual and functional tests. No issues were noted with the electrical device testing during continuity test. Taking into consideration the analysis of the returned device and the available information, this product investigation is assigned the most probable cause classification of no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(6). B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was used during a cold polypectomy procedure performed on an unknown date. During the procedure, the polyp could not be removed due to poor sharpness. Reportedly, there were no other issues noted with the device. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event.